Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, the right ventricular lead exhibited an insulation abrasion. The physician repaired the lead using a suture sleeve and medical adhesive. The lead remained implanted. The patient was discharged and would be monitored.